Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and battery charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a charger failure error message. No patient injury was reported.